Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes are damage to the charge-coupled device unit due to deterioration/leakage/some kind of physical stress, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, noise appeared in the image due to damage to the charge-coupled device unit on the videoscope. There was no patient involvement.